Event description:
IV rate set at 100cc/hour at 1114 on (B)(6) 2011. At 1230, rechecked infusion and 1000 cc had infused. Nurse sent pump set up and tubing to clinical engineering as per hosp policy and they found that it was programmed correctly by the nurse to infuse 100 cc/hr, but that numerous trials on this pump all infused the fluid very rapidly.